Event description:
The customer contact reported the device alarmed with a 09/001 (backward motor movement) service alarm code. On an unspecified date and time, the device was programmed to deliver an unspecified medication to a homecare pt. No specific programming parameters were provided. After an unspecified length of time, the pt reported the device alarmed with a 09/001-041 service alarm code and was unable to silence or clear the alarm code. After an unspecified length of time, the nurse went to the pt's home, turned the device off, changed the batteries and restarted the delivery. After approximately 5 minutes the device alarmed with a 09/001 service alarm code. The device was removed from clinical service. Therapy was resumed with a replacement. There were no reported adverse pt effects. No medical interventions were reported. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.